Event description:
It was reported that the farawave catheter perfusion head fell off. The procedure was completed using different device. No patient complications occurred. The product was received for analysis and investigation is still in progress.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.